Event description:
I had the orbera gastric balloon inserted on (B)(6). I had severe back pain, nausea and vomiting. On (B)(6), I had to go to the ER to have it removed because I developed pancreatitis.